Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to moisture damage on keypad traces. The device had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, scratches on the reservoir tube window and stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm and all the keys are unresponsive. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.